Manufacturer narrative:
The company service rep examined the system and replaced the power supply, a cable, and pcb. The parts were sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)

Event description:
The surgeon reported that during phaco on the 6th case of the day, the power went out. A loud air noise was heard, with an odor noted. The customer tried rebooting and swapped the power source plug with another, which was unsuccessful. The company service rep brought another system to complete the case. The case was delayed 2.20 hours. The surgeon completed the case. No pt injury was reported.